Event description:
During a pci procedure, the maverick2 monorail ptca catheter balloon ruptured at 10 atms on inflation. The number of inflations and to what atms is unk. The lesion being treated was a calcified, 90% stenotic lesion in the mid left interior desceding (lad) coronary artery. All concimitant using products were unk. The procedure was successfully compelted with another of the same device. No pt injuries or complicatins were reported. Pt status is reported as "good".